Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that during extracorporeal circulation support for a patient the customer observed a blood leakage in the gas phase pipeline. The device was replaced with another brand to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak was at the tubing connection. There was 5ml of patient blood loss as a result of this leak. There was no transfusion required as a result of this leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.